Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Retainer = clear. The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump powered up properly after battery installation and immediately alarmed critical pump error 55 causing a critical pump error (open book image) alarm. Unable to perform the displacement test due to critical pump error (open book image) alarm. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted and found the battery tube to be corroded (battery leakage). Per r&d engineering the pump error 55 alarm is an internal flash crc (55) alarm. Pump error 55 is the fatal error. This was the reason for the open-book. Suspecting hw issue. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: corroded battery tube, cracked select button keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, cracked battery compartment, and broken battery tube threads. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Critical pump error (open book) and pump error 53 alarms are confirmed, fault isolated to then hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.